Event description:
The ge oec 9900 fluoroscopy system displayed communication failure error code on occasion.

Manufacturer narrative:
A ge oec service rep investigated the issue and diagnosed a faulty system interface pcb that will be replaced on a scheduled service interval forthwith. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.